Manufacturer narrative:
The reported events of noise and low pacing impedance was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing found shorts between conductors due to abraded inner insulation at the suture tie region. The cause of noise and low pacing impedance was due to abraded inner insulation cause by suture tie down forces. The reported event of clavicle crush was not confirmed. All other damages found on the lead were sustained during the procedure.

Event description:
It was reported that patient presented with lead noise along with low out of range impedance due to clavicular crush on their atrial lead. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the procedure.